Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Consideration]: from the following facts obtained from the investigation, it was not possible to determine whether the reported phenomenon occurred due to a malfunction of the subject device. Facts obtained by investigation: -it could not duplicate the reported phenomenon by the inspection of olympus china. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the button on the front panel of the subject device had malfunction at the unspecified timing. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). Though the power switch on the front panel of the subject device was tested with turning on/off for around 30 times, it could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.